Event description:
Surgeon performing a mini mvr, avr on pt, scissors used to cut tissue malfunctioned after the third cut into the tissue. A small 1mm screw dislodged from the instrument. The surgeon did not see it fall from the scissors. He looked to see if he can find anything but he was unsuccessful. X-ray was taken and no foreign body identified.